Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Blockage was evident in the air/water channel volume. Water removal failed. The distal end adhesive was lifting. The aspiration housing and air/water housing had a worn colored ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis lucera elite colonovideoscope failed in the automated endoscope reprocessor (aer) twice for low air flow. The issue was found during reprocessing. The intended procedure was completed with the same device. No patient harm reported. During the evaluation of the device, it was noted a black rubber like material caused blockage of the air/water nozzle due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the blocked air/water nozzle with a black rubber like material due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the injection tube and/or the silicone rubber product were broken, which allowed debris to enter the a/w channel and clog the nozzle. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.